Manufacturer narrative:
The reported issue that five pcu rear case needed replacing is confirmed based on class iii field correction; however no product was received for investigation. No further investigation is necessary as CAPA (B)(4) is opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that allegedly kit shielded rear case assy of the five pcu modules will be replaced.